Event description:
It was reported rod/screw interface came apart at l5-s1. Patient fell post-op, which may have caused or contributed to the event. Rod disengaged from screw and revision surgery was required.